Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: we have been using these in rats for research-related surgeries. We use the suture in muscle in the hind limb and then when we look at the animals 2-3 months later, the suture is still there. We did these procedures over the last month. We unfortunately do not have the code or lot numbers. We have used the entire box that we initially bought. The event dates for the procedure were between (B)(6) and evaluation in april 1-25th.

Event description:
It was reported by a researcher that a rodent underwent a research-related surgical procedure between (B)(6) 2016 and suture was used in the muscle in the hind limb. At the time of evaluation, between (B)(6) 2016, the suture was still there and not resorbed. No further information is available.